Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that sensor alarms on their insulin pump. The patient's blood glucose was 70 mg/dl at the time of the call. The customer stated that the transmitter does not blink when connected to the sensor. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor.

Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula was retracted to the other side of the sensor also, found the electrode was broken and the missing broken part; unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.